Event description:
It was reported that during a lap bilio pancreatic diversion, a piece of the white pad fell off. There was no patient consequence. It is unk how the case was completed.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.